Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low sodium (na), potassium (k), and chloride (cl) results generated by unicel dxc 800 synchron clinical system for one patient. The results were reported out of the laboratory. When a new sample from the same patient failed delta check, the original sample was repeated. The repeat tests produced higher results and the report was amended. The patient treatment was not initiated or withheld based upon the erroneous results.

Manufacturer narrative:
Qc prior to and after the event was within the established ranges. A bci field service engineer (fse) checked the instrument on (B)(4) 2010 and performed verification tests. All results were acceptable and no instrument issue was noted. The definitive root cause for this event has not been determined.